Manufacturer narrative:
This report is filed september 17, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with device use and the device was explanted (B)(6), 2014; the patient was reimplanted with a new device during the same surgery.